Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and review related events.

Event description:
It was reported that lor syringe got broken when it was connected to epidural needle at an operating room. Therefore, it was replaced by a new one.

Manufacturer narrative:
(B)(4). A device history record review was performed on the kit with no relevant findings. However, the device history record review performed on the lor syringe yielded potential relevant findings. Non conformances 40009574 and 40009708 were created as a result of a broken lor syringe for lot # 71p16j0395. Although, 40009574 and 40009708 are similar to this complaint, the time of discovery for the broken lor syringe was prior to use. For this complaint it was during use and therefore, these are not relevant findings. The customer reported that the lor syringe broke during use. The customer returned one opened kit (reference files (B)(4). The returned syringe was removed from the kit and was visually examined with and without magnification. Visual examination revealed that the metal tip is broken from the barrel. The shoulder of the barrel is still intact (reference files (B)(4). The packaging configuration for the kit was reviewed and the syringe is located in a tray cavity that is separated from other components. The packaging configuration for the kit was reviewed and the syringe is located in a tray cavity that is separated from other components. The reported complaint of a broken lor syringe was confirmed based upon the sample received. The potential cause of this complaint could not be determined based on the damaged observed to syringe and the information provided. The investigation found no evidence to suggest a manufacturing related cause; however, shipping and handling could not be eliminated as a potential cause.

Event description:
It was reported that lor syringe got broken when it was connected to epidural needle at an operating room. Therefore, it was replaced by a new one.